Manufacturer narrative:
The alarm trace showed "abnormal measuring cell (mc) condition" alarms. The field service engineer (fse) found a reservoir issue where a drain was partially blocked which may have affected the washing of a sipper nozzle. As the customer noted turbidity on the procell syringe, the fse decontaminated the procell flow path. Based on the information provided, the investigation determined the event was due to an operator error when loading the cleancell reagent bottle on the morning of the event. The system reagent was loaded into the incorrect position. The customer has had no further issues since the service visit.

Manufacturer narrative:
The customer started seeing questionable results and performed qc which failed. The customer observed various instrument alarms and noted floaters in the procell syringe. The troponin t hs reagent lot number was 79516801 with an expiration date of 30-sep-2025. No other reagent lot numbers with expiration dates were provided.

Event description:
The initial reporter questioned the results of multiple patient samples tested for various assays on a cobas e 801 analytical unit. The following are examples of discrepant results for 5 patient samples. Patient 1 initial elecsys troponin t hs (troponin t hs) result was 48.3 ng/l. The repeat result was 69.6 ng/l. Patient 2 initial probnp result was 4607 ng/ml. The repeat result was 1854.0 ng/ml. Patient 3 initial prolactin result was 155 uiu/ml. The repeat result was 997 uiu/ml. Patient 4 initial tsh result was 4.2 uiu/ml. The repeat result was 3.35 uiu/ml. Patient 5 initial folate result was 2.71 ng/ml. The repeat result was 1.92 ng/ml.